Manufacturer narrative:
One 5f engage introducer sheath was received for evaluation. Visual inspection revealed the sheath tubing had detached from the hemostasis hub. The hemostasis hub was dissected and microscopic inspection showed an aggressive header wash had thinned the header neck, consistent with the detachment. The root cause of the sheath tubing detachment is consistent with a manufacturing issue.

Event description:
During the procedure, the shaft of the sheath detached. The sheath was placed in femoral artery for a diagnostic heart catheterization procedure. Once it turned into an intervention, the sheath has to be up sized to a 6f. A j-wire was introduced thru the 5f sheath and in an attempt to remove it, the hub separated from the shaft. The shaft was partially outside the patient and was removed by sliding it over the wire. A 6f sheath was used to complete the procedure with no consequences to the patient.